Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a family member of a male patient under 1 year of age who is hospitalized by the infants service with a medical diagnosis of mixed chronic malnutrition, neurogenic dysphagia and dilatated heart disease who uses a 12fr gastrostomy tube called stating that the tube has a leak. The customer further stated that it was verified; breakage of the union of the key is evidenced. No patient injury was reported.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. However, a corrective and preventive action has been initiated to address the reported issue.

Event description:
Added the actual initial reporter and moved jose salcedo to the sales rep contact. Added the no sample rationale. Added clarification to the description summaries.

Manufacturer narrative:
Based on additional information received on 05oct2022, the following data was corrected: b5 describe event or problem (added additional information); e1 initial reporter name (added the correct initial reporter's first and last name); and h6 evaluation codes type of investigation (added the code for device discarded).